Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the blade was snapped on the laryngoscope handle, the plastic part broke". No patient involvement reported.

Manufacturer narrative:
(B)(4). The actual device was returned and sent to the manufacturing site for evaluation. The manufacturing site reports: "the complaint sample was visually inspected by the chandigarh investigating team and the customer reported failure mode was verified and confirmed, i.e., the light pipe was broken as stated in the complaint. The device history record for lot code 2104341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification." Manufacturer's conclusion: "the complaint of a light guide breakage in rusch greenlite mac 4 product inside the packaging was confirmed by complaint investigation. Small broken pieces are observed in packaging. The spot-welding joint in the sample was intact. Product was manufactured at the chandigarh site in dec 2019. The complaint sample reveals that the base of the light guide is broken inside the packaging. The product was manufactured and packed in india. We inspect this product family 300% prior to shipment from india so we can state that it left the manufacturing site fully functional. The root cause of this complaint is deemed packaging related." A CAPA was opened to address this issue. The device was manufactured prior to the correction action.

Event description:
It was reported that: "when the blade was snapped on the laryngoscope handle, the plastic part broke". No patient involvement reported.